Event description:
It was reported that (1) tlc55 device was used during a small bowel resection procedure. It was reported that the surgeon had placed the stapler across ascending small bowel to make his initial transection with the tlc55 linear cutter. The rep reported the instrument firing was incomplete. A new instrument was opened and the procedure was finished without incident. There were no consequence to the pt.